Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400060m (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2022; brand name sensight; product ID b3301542m (lot: va2hy6lv26); product type: 0200-lead; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient has high impedances on contact 1 segment b of left lead. Patient does not report any symptoms but was receiving 1.5 ma of stimulation on this contact possibly leading to the quick depletion of the previous implant. Hcp reports history of high impedances on this contact. Battery replaced, impedances remain.